Manufacturer narrative:
The device was returned for evaluation. When unit is put under pressure, unit will not go into the locked position. The mayfield 2 lock has up and down movement when unit is in the unlocked position. The device history record shows no abnormalities related to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. It was confirmed the returned unit did not meet all specific functional test. Root cause is unknown; however, the most likely reason is wear and tear. Review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ is: clinician or staff applied an inadequate load to the patient¿s head; clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support.

Event description:
A neuro coordinator reported that the patient was clamped into the skull clamp by the physician and when trying to completely lock the skull clamp, it would not go into the full lock position. The physician and two other individuals tried to fully lock the clamp and it would not lock all the way. When the physician went to adjust the clamp, it slipped on the patient¿s head causing a 1-1.5 inch laceration on the patient's forehead. Another skull clamp was obtained at that time and worked without problems. Additional information was received on (B)(6) "2018" stating that the event happened on (B)(6) 2018 during a trigeminal nerve decompression (craniotomy) procedure. A medical revision was made wherein stitches were placed on the patient¿s forehead. There was a 45-minute delay in the operating room (or) time trying to replace the patient into another mayfield skull clamp and another added 10 minutes to suture the patient at the end of the procedure.